Manufacturer narrative:
Correction to d6a: implant date updated to (B)(6) 2018.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to d6a: implant date updated to (B)(6) 2018.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to d6a: implant date updated to (B)(6) 2018.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported. The device was received for analysis.